Event description:
It was reported that the device screen took over a minute to wake, the patient could not announce meals, and the screen was difficult to unlock, consistent with an unresponsive key or button on the device¿s switch/relay component. Customer care provided support that included device replacement logistics. Investigation of this case revealed an electrical problem consistent with an unresponsive control interface involving the switch/relay component. No clinical signs, symptoms, or injury during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.